Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm. The customer stated the button was pressed for 3 minutes or longer and was able to clear the alarm. Blood glucose level at the time of the incident was 217 mg/dl. The customer was advised to monitor the device. The product will not be returned.